Event description:
It was reported that, "pulled out a hemi stem, put in a revision stem and broach to a size 10, and the size 10 stem was very small, it didn't match the broach."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.